Event description:
It was reported in an abstract that a total of 9 patients (1 male and 8 females) with osteoporotic vertebral compression fractures underwent balloon kyphoplasty procedures (bkp) between april and august 2012. It was reported that there was one case of postoperative lower back pain due to a crushed vertebral body (treated level). No product malfunction was reported.

Manufacturer narrative:
Literature citation: gentaro kumagai, akio mito, naoki echigoya and kazumasa ueyama. "Short-term outcome of balloon kyphoplasty for osteoporotic vertebral compression fracture". Mean age = 76.4 years; 1 male and 8 females. (B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.